Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that an injury occurred as a result of the emt pulling the cot out of the ambulance with the power load. When the foot end casters came out of the ambulance, the foot end lowered slightly and the emt was not expecting this to occur. The emt strained/pulled his back.

Manufacturer narrative:
The emt strained/pulled his back as a result. The emt went to the doctor who prescribed pain medication and the emt missed 1-2 days of work.

Event description:
It was reported that an injury occurred as a result of the emt pulling the cot out of the ambulance with the power load. When the foot end casters came out of the ambulance, the foot end lowered slightly and the emt was not expecting this to occur. The emt strained/pulled his back.